Manufacturer narrative:
(B)(4): eval, results: stent misplacement. Tortuous and ectatic iliac artery. Eval, conclusion: tortuous and ectatic iliac artery.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The iliac artery was tortuous and ectatic. It was reported that as they were deploying the contra limb, one of the physicians accidently moved the table. This caused the contra limb to be pulled down and deploy low, approximately 2.5 cm below. They bridged the gate with a 16x16x85 aneurx and there was no leak at the end of the case. This was not a device performance issue. No clinical sequelae were reported and the pt is fine.